Event description:
The initial reporter stated they received discrepant results for two patient samples tested for cholesterol on a cobas c 703 analytical unit. The second sample also had discrepant results for glucose hk gen.3. The customer repeated the samples as the initial values did not agree with the previous results of the patients. The repeat results were deemed correct. The first sample initially resulted in a cholesterol value of 1.30 mmol/l and it repeated as 5.31 mmol/l. The second sample initially resulted in a cholesterol value of 1.94 mmol/l and a glucose value of 1.40 mmol/l. The sample was repeated, resulting in a cholesterol value of 5.10 mmol/l and a glucose value of 4.34 mmol/l.

Manufacturer narrative:
The cholesterol reagent lot number was 934751. The reagent expiration date was requested, but not provided. The glucose reagent lot number and expiration date were requested, but not provided. The field service engineer replaced a sample probe. All probes were adjusted. The lamp and cells were replaced and the lamp was re-calibrated. An instrument check was completed. The investigation determined the service actions resolved the issue.